Event description:
Physician reported pain in the right breast, also in the axilla, deformation and intracapsular rupture diagnosed by MRI. This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, deformation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, brown particles on the surface of the shell, underweight. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.

Event description:
Physician reported, pain in the right breast. Also in the axilla, deformation and intracapsular rupture, diagnosed by MRI. This relates to the right side. Device has been explanted and replaced.